Event description:
Pt was referred to dr's office for evaluation and treatment for left total knee arthroplasty. Pt is to undergo a left knee irrigation and debridement and also reimplantation. Revision left knee replacement.